Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was depleting quickly. Additionally, it was reported that the pump time was inaccurate; cause was unknown. Customer's blood glucose level ranged between 135-220 mg/dl. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.